Manufacturer narrative:
(B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -12.0 diopter, in the patients left eye (os) on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to excessive vaulting and significant reduction of irido-corneal angles. The surgeon had performed a limbal relaxing incision but it was leaking so the surgeon sutured the incision closed. The lens was exchanged for a shorter lens and the problem was resolved. Post-op, there was improved vision and vault but with mydriasis at day one and patient complained of halos. Intraocular pressure was elevated but was treated aggressively with diamox and topical drops. The cause of the event was unknown.

Manufacturer narrative:
Corrected data: d9- "(B)(6) 2020" should be corrected to "(B)(6) 2020" in the previous MDR. H6- patient code 1937 should be removed from initial MDR. H6- patient code 3191- (mydriasis) should be removed from initial MDR. H6- device code 3001 should be removed from initial MDR. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a zip loc bag. Visual inspection found no visible damage and foreign residue on the lens. Claim# (B)(4).